Manufacturer narrative:
This report is submitted on october 09, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, it was reported that the device was explanted on (B)(6) 2018 due to incorrect placement of the device. The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed on november 29, 2018. (B)(4).